Event description:
Caller reported not observing drops of insulin at the end of tubing during the fill tubing step of the load sequence but continued insulin regardless. There was no adverse impact to the customer's blood glucose level, with values not exceeding 500 mg/dl. Caller chose not to troubleshoot further, opting instead to load a new cartridge to resume insulin, planning to call back if the issue persists.